Event description:
The account alleged the bed power cord sparked when plugged into the outlet. No injury reported.

Manufacturer narrative:
The account installed a power resistor kit to resolve the issue.